Event description:
An olympus representative reported on behalf of the customer that their evis lucera spectrum diagnostic video colonoscope exhibited reduced angulation of the bending section. The returned device was inspected and found to have foreign matter in the air/water nozzle. The reporter stated there was no delay in patient treatment. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer was contacted for reprocessing information; they reported the device was disinfected, the air/water nozzle was flushed with water/air and then device was wiped with clean cloth/brush. The customer returned the evis lucera spectrum diagnostic video colonoscope to olympus medical for service due to a "reduced angle" on the bending section. The returned device was inspected and found to have foreign matter in the air/water nozzle. Examination and testing was performed; this confirmed the bending section had an incorrect angle. Also found during inspection, the drain failed, the objective lens and light guide lenses were peeling, the light guide lens was cracked, the distal end cover was crushed, the angle wire was worn, the bending section cover was chipped, cracked and cloudy at the adhesive area, the image guide was scratched, the bending section cover insulation had failed, the image was cloudy, the connector was flooded, switch button one was scratched, the light guide tube was scratched, the universal cord protector was scratched and scratches were found on the scope connector. The investigation is ongoing and a supplemental report will be filed once the investigation is completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.